Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of incorrect placement is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported they had a patient with xen 45 gel stent in an unknown eye and the xen was pushing against the conjunctiva. There was not an erosion and they intervened and the patient now has successful iop. No further information available.